Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the temperature on both incubator blocks, the centrifuge speed, the pressure, the vacuum, and the reader camera. No change needed. The fe sent log, images of reactions, and reference image from the provue to cts second level support specialist. Qc was run and all actions taken where verified with the customer. Instrument is operating as expected. No repairs needed. (B)(4).

Event description:
The provue missed an antibody that was detected in manual gel in the antibody screen test. No erroneous results were reported.